Event description:
It was reported that a clearlink secondary medication set did not flow. This occurred during infusion on the surgical floor. The device was being used with a non-baxter infusion pump and was connected to the upper y-site of a non-baxter primary set. The reporter stated the nurse removed the extension set and reconnected, and was then able to obtain flow. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.